Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There were no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol) patient experienced blurry vision. The lens was exchanged for a different power lens in the secondary procedure. Additional information was requested.

Manufacturer narrative:
Additional information was provided in h3, h6 and h10. The product was not returned for analysis. The root cause for the reported complaint could not be determined. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).